Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Cause was not known. Customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.